Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of essure coils were implanted in plaintiff's cervix"), embedded device ("fragments of essure coils were implanted in plaintiff's cervix") and pelvic pain ("severe pelvic pain/right side") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("attempted four different essure coils and none of the four attempts were entirely successful, the procedure was terminated"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("fragments of essure coils were implanted in plaintiff's cervix/migration of essure device location of device: uterus"), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("pain: lower abdomen") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, abdominal pain lower, complication of device insertion and weight decreased had not resolved. The reporter considered abdominal pain lower, complication of device insertion, device breakage, device expulsion, embedded device, pelvic pain and weight decreased to be related to essure. The reporter commented: it was reported, the injuries or symptoms resulted from essure did not decrease or resolve following essure removal. Hysteroscopy (and) failed essure attempt x 4. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in 2015: fragments of essure coils were implanted in cervix ¿concerning the injuries reported in this case, the following one was described in patients medical record: complication of device insertion complication of device insertion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: reporter information was added. This case concerns 41 year old patient. Essure removal date was added. Essure indication was amended. Per plaintiff fact sheet: following events: weight loss and pain: lower abdomen was added. She had not recovered from the events she claimed resulted from essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of essure coils were implanted in plaintiff's cervix"), embedded device ("fragments of essure coils were implanted in plaintiff's cervix"), device expulsion ("fragments of essure coils were implanted in plaintiff's cervix/migration of essure device location of device: uterus") and pelvic pain ("severe pelvic pain/right side") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous. Concurrent conditions included overweight, leg pain, vomiting, feverish, anxiety, arthritis, gerd and back pain. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("attempted four different essure coils and none of the four attempts were entirely successful, the procedure was terminated"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("pain: lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight decreased ("weight loss"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), nausea ("nausea") and tooth disorder ("dental problems"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, abdominal pain lower, complication of device insertion and weight decreased had not resolved and the dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, fatigue, hot flush, bacterial infection, nausea and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hot flush, nausea, pelvic pain, tooth disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: it was reported, the injuries or symptoms resulted from essure did not decrease or resolve following essure removal. Hysteroscopy (and) failed essure attempt x 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. X-ray of pelvis and hip - in (B)(6): fragments of essure coils were implanted in cervix on (B)(6) 2018: surgical pathology report. Diagnosis: fallopian tube. Right, excision: essure coil with partially occluded fallopian tube (gross on y) and segment of patent benign fallopian tube. Fallopian tube and uterine cornu, left, excision essure coil with partially occluded fallopian tube (gross only) an segment of patent being fallopian tube.. Soft tissue. Posterior cul-de-sac essure coil, excision: essure coil and benign fibro adipose tissue. On (B)(6) 2017: patient recently had imaging that showed three coils in her uterus. ¿concerning the injuries reported in this case, the following one was described in patients medical record: complication of device insertion complication of device insertion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs+mr received: new events: hot flush, bacterial infection, female sexual dysfunction, nausea, tooth disorder, dysmenorrhea, dyspareunia, fatigue and concomitant diseases added. Unstructured relevant test, reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of essure coils were implanted in plaintiff's cervix"), embedded device ("fragments of essure coils were implanted in plaintiff's cervix") and pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted four different essure coils and none of the four attempts were entirely successful, the procedure was terminated" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("fragments of essure coils were implanted in plaintiff's cervix") and pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: she currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in 2015: fragments of essure coils were implanted in cervix incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.